Manufacturer narrative:
The device was returned for a complaint of noise and inappropriate high voltage output. The device was tested on the bench and no noise was observed. The device image was reviewed and the field event was confirmed. The cause of the noise remains undetermined.

Event description:
It was reported that when patient presented to the hospital after receiving inappropriate shock. Upon review of session records, noise was noted on the device. The physician elected to explant and replace the device. The patient was stable.